Event description:
A distributor forwarded the following regarding their customer: healthcare provider reported results "lower than expected results after dosing their pt with heparin with the act lr assay". "The pt was given a total of 7000 units of heparin and generated an act result of 147" seconds. "The site tested the pt again on a second instrument and generated a result of 239" seconds. Make and model of 2nd instrument was not reported. The distributor reported "both tests were run with the same sample drawn off a line". Both 1st and 2nd instruments" lqc results were within range. Surgical procedure was not reported; the therapeutic target time was 250 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4). Method, result, conclusion: manufacturer/eval/investigation pending product return from user facility. Itc has requested all data required for form 3500a.